Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the colon during a colonoscopy with polypectomy procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip grasped tissue and deployed; however, it would not release from the delivery system. Reportedly, the clip was "stuck" on the delivery system and the physician had to jiggle and maneuver the scope in order to release the clip. Subsequently, the clip released from the delivery system and remained attached to the tissue. The procedure was completed with 5 resolution clips. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported event of clip difficult to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.